Event description:
The pt called to report that on (B)(6) 2009 at 8:49 pm, her blood glucose read "high" (>500 mg/dl), so she changed the device, but did not report any insulin bolus dosage taken at that time. Three minutes later, her bg was still "high" so she went to the emergency room. Her bg was in the 600 mg/dl range upon arrival, which they treated with a 10 unit insulin injection. By 11:18 pm, her bg had lowered to 433 mg/dl. She received a second insulin injection of 15 units sometime later while still in the ER and was discharged at 1:30 am on (B)(6) with 138 mg/dl bg. At 3:00 am, her bg was down to 60 mg/dl, so she drank some milk. By 8:15, it had risen to 281 mg/dl, so she bolused 6 units. At 10:00 am, she had a meal containing 30 grams of carbohydrate and bolused 3 units, but by 11:43 am, it had risen to 395 mg/dl and she was eating 80 grams of carbohydrate, so she took an add'l 19.45 units. At 2:00 pm, her bg read "high", so she took 20 units by manual injection and changed the device. She later met with her endocrinologist who she stated "was only saying that there was something wrong with the pods."

Manufacturer narrative:
Neither device was returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading but have no symptoms of high blood glucose, retest with a new strip. If you still get a 'high check for ketones!' Reading, follow your healthcare provider's recommendation to treat hyperglycemia." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."